Event description:
As reported from implant patient registry, an implant card was received notifying that a transcatheter heart valve was explanted from the pulmonic position. The reason for the explant is unknown at this time.

Manufacturer narrative:
Investigation is ongoing. In this case, the exact valve model number is not available. Therefore, sections d1 and d4 of this report will reflect an unknown edwards transcatheter heart valve.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information base on the device evaluation. The following sections of this report have been updated: added new information to h.6 type of investigation, investigation findings and investigation conclusions. The sapien valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required a device history record review (DHR) and a lot history review were is unable to be performed. Due to serial number unavailability due to insufficient information (product model, serial number), the specific of IFU and training manual couldn't be determined at this time. However, edwards has provided guidelines and instructions to the physicians in the ifus and training materials/refresher training regarding regular medical follow-up to evaluate valve performance. Users are informed of the residual risks associated with use of the valve through the potential adverse events section in the instructions for use (IFU) and/or device training materials. A risk assessment not performed due to insufficient information (valve serial number, product model, part number. The complaint for "valve-explant unknown" was unable to be confirmed. Due to the unavailability of the device and/or relevant imagery, engineering was unable to perform any visual, functional, or dimensional analysis. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100 percent visually inspected for defects and 100 percent tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. No manufacturing non-conformances were identified during the evaluation. A definitive root cause is unable to be determined. Since no labeling or IFU/training inadequacies were identified, corrective action preventive action (CAPA) nor product risk assessment (pra) is not required.

Manufacturer narrative:
A supplemental MDR is being submitted for correction to b5 due to medical records review.

Event description:
After review of the medical records provided, there was no allegation or indication of a device malfunction. The valve was explanted due to abscess of pulmonary valve and abscess of aortic root. The patient underwent a surgical redo aortic root replacement and pulmonic root replacement with homograft and bilateral pulmonary artery replacement with the removal of the transcatheter pulmonic valve (tpvr). There is no official cause of the abscess listed in the records provided.